Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was difficulty inserting the right ventricular (rv) lead into the device header. With effort, the rv lead was inserted far enough into the header past the setscrew. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the physician was unable to push the lead pin pass the second setscrew in the header. Another clinician was able to push the lead pin in fully with effort. Following the implant, no adverse patient effects were noted and no other product performance issues were noted.